Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used. When the when the internal glass vial was cracked a shard of glass penetrated the outer plastic. No adverse patient consequences were reported. It is unknown how the procedure was completed. Additional information was requested.